Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that the flexible shaft was shaved, and the ultrasound could not be transmitted/received normally due to an indentation on the insertion part, resulting in the "images is not displayed correctly", also an external force was applied to the tip of the insertion part and flexible shaft got cut. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distorted flexible shaft and indentation at the insertion site. There was no patient involvement.